Manufacturer narrative:
H3: product analysis for mr8-ava12 with serial#(B)(6): evaluation determined that bearings detached. The likely cause of failure that tube bearings are broken. It was also noted that the tube does not go down to the end. The index laser markings on the tube are faded. B3: date of event notification: 2025-03-27. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of not a complaint. No patient impact reported. The event escalated to product event as evaluation confirmed detached bearing.